Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not press stop before disconnecting from the homechoice, leading to a solution leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not press stop before disconnecting from a homechoice, leading to solution leaking out of the patient line. The patient saw air in the patient line and solution underneath the homechoice. The patient stated that they disconnected during the dwells, capping off the lines, and would reconnect before the dwell was over. However, the patient had not been pressing stop when they disconnected. The technical service representative assisted the patient with ending the therapy. The technical service representative explained to the patient that they could use manual bags to finish the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.